Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Toothbrush is smoking - oral-b [device catching fire]. Case narrative: consumer via phone stated that their oral-b toothbrush was smoking. No injury was reported.